Manufacturer narrative:
Correction: manufacturing site reported that the correct manufacturing date for sn (B)(4) is 1/24/2014 and not 2/19/2014 as provided in the initial report. Additional information: a review of the records related to this equipment shows no failure detected. The review of the device history record (DHR) for the system showed that there were no issues or non-conformities. The system and its components met all specifications prior to being released. The video of the case does not show anything abnormal within the database files. Fits look good, and there is very little patient motion during the laser treatment. No indication of a problem with the system. There is not a recognizable adverse trend. There are no additional risks or hazards associated with this incident. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the equipment were reviewed and determined to include adequate warnings and precautions for medical complications. There is no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account to check the system after the reported event. He was able to observe in the system log that there were intermittent disposable lens detection errors. Fss replaced parts and sensors to resolve issue, completed required calibration, a full system check and semi-manual preventive maintenance. However, five days later equipment presented the same error message. Fss visited the account a second time and replaced additional parts, cables, boards and sensors. He ran several times the daily alignment verifications and mock treatments with no errors. System meets all amo specifications all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that catalys system caused posterior capsule rupture with one of his patients.